Event description:
The caregiver of a peritoneal dialysis (pd) patient reported that she found a fluid leak following the patient's treatment on two previous occasions when reporting an unrelated issue. When the caregiver opened the cassette door she found fluid leaking from the cassette and onto the cycler. The caregiver was advised to contact the pd nurse. The set was not made available for evaluation. During follow up the patient's caregiver and the pd nurse reported that the patient was not given prophylactic antibiotics and there are no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record confirmed the labeling, material, and process controls were within specification.